Manufacturer narrative:
An attempt to implant barricaid acd in a patient was aborted due to a technique error that resulted in a mal-positioned implant. While attempting to remove the device, the extractor tip caught the dura and caused a dural tear. The dura was repaired, and the surgeon chose to use different instruments instead of the extractor to remove the device. Ultimately, the device was removed with a needle holder. This is the sole incidence of a dural tear directly attributable to the extractor tool. Based on the dural tear that occurred in subject (B)(6) and further surgeon feedback, a project to develop a new extractor tool was initiated at the end of 2018 (dhf-022, pn400921). This new design contains the interface with the anchor keel within a tube, thereby avoiding exposure of the neural elements to the inverted hook profile of the current extractor tool design. This new device design was implemented in q1 2020. Note: this MDR is being filed since intrinsic has identified 12 complaints that originated outside the us (ous) between feb 2019 and may 2020 that are deemed to be reportable in the us. Hence this MDR report is past 30 days from the adverse event occurrence date.

Event description:
During insertion of barricaid implant, dr (B)(6) did not confirm placement of implant with fluoroscopy. Dr (B)(6) was advised to check angle and positioning of implant (as per surgical technique) but did not. Dr (B)(6) stated that the nerve root was under severe retraction and preferred to implant prosthesis as soon as practicable. Barricaid was implanted incorrectly and need to be removed. Barricaid removal tool - extractor was first used to attempt extraction of prosthesis. In the process, the distal extractor hook (tip) caught the dura and caused a dural tear. The use of barricaid removal tool - extractor was ceased. Dura was repaired. After failed attempts with other instruments, needle holder successfully extracted the prosthesis.